Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a liver chemoembolism interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used with the same results. A third perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported cuff miss. Evaluation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link was detached at the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture. A link break could appear very similar to the reported cuff miss/suture retrieval issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.